Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). It was reported that angina and in-stent restenosis occurred. In (B)(6) 2011, the dose of 325mg aspirin was started. In (B)(6) 2011,the patient presented due to stable angina and a positive stress test. The index procedure was performed. The target lesion was located in the proximal left anterior descending (lad) coronary artery. The lesion was treated with placement using a 38mm x 2.75mm ion stent with 0% residual stenosis and timi iii flow. The patient received a peri-procedural loading dose of the study medication 60mg prasugrel. One day post-procedure, the patient received the study medication maintenance dose of 10mg prasugrel and was discharged. In december 2011, the medication dose of 10mg prasugrel was interrupted. In january 2012, the patient presented due to chest pain with mild in intensity. At the time of event, the patient had stopped all his medication for one month and had increased chest pain. The patient was admitted due to unstable angina. Repeat angiography revealed two-vessel disease involving the lad with very proximal lad stenosis, severe stenosis with moderate in-stent restenosis (isr) and 60%-70% stenosis of the 2nd obtuse marginal (om). The patient was recommended for coronary artery bypass graft (CABG) surgery. The patient underwent two-vessel CABG with left internal mammary artery (lima) to lad and saphenous vein graft (svg) to 2nd om. Cardiac enzymes were negative. The patient had last dose of 81mg acetylsalicylic acid (asa) thirteen days post procedure. Prior to discharge, the patient had a creatinine of 1.3. The outcome of the event is reported as recovered/resolved and the subject was discharged on 10mg prasugrel seventeen days post procedure.